Event description:
It was reported that during a routine device change out, after dft testing, noise was noted on the lead. A new lead was implanted and again after dft testing, noise was noted. A new device was implanted and noise was noted again. The pt presented for a follow up and noise was seen after dft testing. Reprogramming changes were recommended.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.